Manufacturer narrative:
Common device name: intervertebral fusion device with integrated fixation, cervical the product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2017, intra-op,the near part of the cage broke during implantation of the cage using mallet. No patient complications reported as the result of the event.

Manufacturer narrative:
Product analysis: visual review confirms the implant is broken, with the top portion of the implant broken off. Witness marks and deformation of the locking tab is noted. Additionally, deformation is noted at the radius of the inserter tab interfaces. The above observations are consistent with significant impaction force utilized during the attempted insertion. The above observations are consistent with brittle overload during insertion as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.